Event description:
It was reported by service report that the power cable grommet was missing.

Manufacturer narrative:
It was initially reported that the power cable grommet was missing. Follow-up submitted as the missing grommet (strain relief)is not likely to harm the patient as the purpose of this device is to mitigate customer abuse and is only customer dissatisfaction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Manufacturer narrative:
Result - power cable grommet.

Event description:
It was reported by service report that the power cable grommet was missing.